Event description:
It was reported that on (B)(6) 2024, a 27mm epic mitral valve was chosen for implant during a mitral valve replacement. When the device was implanted, a central leak was confirmed before chest closure. The valve was removed and replaced with a 27mm non-abbott valve, and the procedure was completed. The valve was removed before the patient was taken off cardiopulmonary bypass. The physician suggested the issue with the valve might be due to poor leaflet coaptation. There were no adverse patient effects and no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of leaflets not being coapting well upon opening the box was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This includes functional testing of the device which ensures proper cuspal coaptation and hemodynamic performance. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.